Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to further troubleshoot this issue with tandem technical support. There was no reported adverse impact to the customer's blood glucose level.